Event description:
Boston scientific received information that this left ventricular lead became dislodged resulting in loss of capture. The threshold was observed at 3.5v@2.0ms so electronic repositioning was tested in all available configurations, however, the pacing threshold was still poor so the patient was scheduled for a lead replacement. Adverse patient effects were reported since the patient was hospitalized until the procedure was completed. No allegation was made against the lead.

Manufacturer narrative:
The explanted product was discarded at the medical facility and thus will not be returned for post explant evalution.

Event description:
Subsequent information indicates the lead has been explanted and replaced with a non-bsc product. No further adverse patient effects reported.

Manufacturer narrative:
The device has not yet been explanted and returned to boston scientific, crm for analysis. Boston scientific, crm will provide additional information if it becomes available at which point, an updated report will be submitted.